Event description:
It was reported during use of the syringe 10ml ll bns the syringe had debris in it when customer drew up medicine.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo is of a phone screenshot of a photograph and partial text messages. The photo in the screenshot depicts a loose 10ml syringe in a person¿s hand. The stopper appears to be at the syringe¿s nominal position and a shielded needle is pressed against the barrel¿s side potentially pointing at a spot on the bottom of the barrel. It is not possible to determine what the spot on the barrel is, whether it is embedded or loose, its size and origin from the screenshot provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The product is sold as bulk non-sterile. It is not possible to determine from the screenshot of the photo provided if the spot in the barrel is foreign matter introduced during the syringe manufacturing process or something that was introduced during product¿s manipulation after it had left the manufacturing plant. Physical unused sample would be better for investigation purposes. The reported defect was not identified in the samples received or confirmed to have originated at the syringe manufacturing plant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the syringe 10ml ll bns the syringe had debris in it when customer drew up medicine.